Event description:
A report was received that alleged a patient received burns on patient's legs that resolved with no reported intervention. A (B) (4) therapy blanket from (B) (4) was on the patient's legs during a procedure. The unit was set to 44 degrees c. The unit did not give an alarm. The burns were noticed after the procedure was completed and the (B) (4) blanket was removed. The (B) (4) is a competitive product and not for use with this manufacturer's device.

Manufacturer narrative:
The customer has reportedly tested this manufacturer's device and returned it to service after finding no fault. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Also, reportedly they have removed all (B) (4) therapy blankets from (B) (4) from their shelves.